Event description:
It was reported that the pulse generator could not be interrogated. The patient was pacing at the base rate. The magnet rate was 98.6 beats per minute, indicating 2.75 v. Due to telemetry issues, further troubleshooting could not be performed. The pulse generator was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.